Event description:
In this event it was reported that while using a pro-post drill on a patient, the post drill "veered off" allegedly due to the eccentric tip and perforated the patient's canal. The doctor used calibra to backfill the perforated canal.

Manufacturer narrative:
Because evaluation of the device involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 231 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.